Event description:
It was reported that the customer had high blood glucose levels of 236 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. Troubleshooting was done. The customer also reported a calibration error, a bad sensor alert and a lost sensor error alert from the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened/used enlite sensor was tested and it failed per specifications, due to low readings.